Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. H10 additional narrative: added: h5.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent primary thr where a summit stem and pinnacle shell were utilised. Patient underwent a revision of the acetabular liner on (B)(6) 2011 where a constrained liner and new head were implanted - due to recurrent dislocation. Patient now presented with a dislocated hip, x rays indicate the head of the prosthesis in a dislocated position with the locking ring of the constrained liner still in the correct position. On opening the patient (B)(6) 2020, the constrained liner showed signs of damage around the locking ring which would explain the ability for the head to dissociate from the liner with the locking ring in situ. The liner was exchanged for a new one of the same type and the head was also replaced. The surgeon felt that the hip had done well to last 11 years with a constrained liner in situ and would be happy if the next one lasted a similar timespan.